Event description:
Patient developed peri-implantitis 2.7 years after the dental implant was placed. The implant was removed and the patient recovered with no complications. The patient had a medical history of tobacco use which is a known risk factor.